Event description:
Additional information received reported that it was unknown why the lead contacts broke. The patient claimed she had fallen forward and hit her head, however she denied falling backward or having any other trauma to cause the lead to break. The patient had other surgeries related to the device; reference MFR. Reports 3004209178-2015-10184, 3004209178-2015-10170, and 3004 209178-2015-10173.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va00r2y, implanted: (B)(6) 2012, explanted: (B)(6) 2015 product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the lead was replaced because the contacts were broken. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.